Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is experiencing halos around lights at night. This is affecting her ability to drive at night. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).